Manufacturer narrative:
Method: the pump was received for testing and eval. A visual inspection was performed on the pump and testing is in progress at this time. Results: results of the eval of the returned sample are still in progress. Lot number was not provided by the complainant and the lot number was not on the pump. Therefore, the device history record cannot be reviewed. Conclusions: a f/u report will be filed when the investigation has been completed as the eval is still in progress. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: neupogen 105 mcg, 0.35ml, d5w 19.5 ml, and albumin 0.16ml. Fill volume: 20 ml. Flow rate: 50 ml/hr. Procedure: neupogen delivery after chemotherapy. Cathplace: PICC. A pharmacist reported that a pt experienced vomiting and shortness of breath immediately upon infusion. This was not the first time the pt received this drug. First date of incident was (B)(6) 2013 and the second one was (B)(6) 2013 (second incident and same experience, same pt). Total time of infusion reported was 24 minutes. It was also reported that the pt experienced itchiness. Add'l info received (B)(6) 2013: pt was given a 2nd dose at home and same symptoms occurred. The pt was admitted into the hosp for fever and neupogen.